Manufacturer narrative:
The medwatch reporter did not share their name or contact information and therefore neuronetics was unable to confirm that a neurostar device was used to treat the patient. Furthermore without information from the patient and/or provider important data related to comorbidities and concomitant medication was unavailable to fully investigate the event.

Event description:
Neuronetics received a patient reported medwatch (mw5113641) alleging tinnitus and cognitive changes. There was no patient information provided and thus a thorough investigation could not be completed. Additionally, it could not be confirmed that the patient was treated with a neurostar tms device.